Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient experienced that infusion set was leaking at quick release site or tubing on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hongkong.